Manufacturer narrative:
The product has not been returned for evaluation. The root cause is undetermined. A review of the complaint database revealed no other complaints have been submitted against lot w2201. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
The product was returned and evaluated. The product evaluation included a functional test with a stellaris elite system which showed the cutter did cut initially at 5000 c.p.m., however the cutter stopped cutting. Visual inspection showed a bent needle which could contribute to poor cutting performance due to friction and binding between the inner and out needle assemblies. Due to evidence of use, the cause of the bent needle could not be determined. Due to the damaged condition of the device the root cause remains undetermined. The investigation is complete.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported a change in the vibration of the cutter and the cutter stopped cutting. Whilst looking at the cutter port the surgeon felt that the cutter was not opening and closing properly. The cut rate was dropped from 7500 to 3000 and still the cutter would not cut the vitreous. The air pressure on regulator was set to 7. The cutter continued to aspirate when it stopped cutting. There was no patient impact.